Event description:
It was reported that the cartridge did not fit onto the pump. There was no impact to the customers' blood glucose level. Customer was able to successfully load a cartridge onto the pump and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).